Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use an euphora rx balloon to treat a lesion. The device was inspected with no issues noted. It was reported that balloon burst at the luer/hub occurred during inflation at 5-10 atms's. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: kink noted on the hypotube, immediately distal to the strain relief. The balloon folds were intact; no inflation had been performed. The device passed negative prep. The balloon was inflated to nominal pressure of 8atm and maintained pressure. No leak was detected. No other damage was noted to the remainder of the device. Additional information: patient's age weight and sex. Lesion location, calcification, % stenosis and degree of vessel tortuosity: non-tortuous bifurcated lesion exhibiting 100% stenosis in the 2nd diagonal. There was no resistance during delivery. The device was being used to pre-dilate the lesion burst/leak occurred on the first inflation the balloon never inflated because the device was leaking by the port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.